Event description:
The pt received an scs system including a surgical lead for back and bilateral leg pain on (B)(6) 2011. It was reported that she began experiencing increased weakness in her legs to the point of falling as well as increased numbness from head to toe. These symptoms were allegedly present before implant of the pt's scs system but were said to intensify approx two to three weeks after implant. The pt also reports feeling pain described as a stabbing sensation in her lower lumbar back on both sides. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.